Event description:
It was reported that there were repeated episodes where the ventilator fails to resume ventilation after suctioning of the patient's airways. Alarms for patient circuit disconnected were generated. The patient experienced desaturation during the episodes. The ventilator was replaced and patient treatment could continue. Final patient outcome was no harm. Manufacturer's ref #: (B)(4).